Event description:
Ptca was being performed on a 99% de novo lesion in the mid lad that was slightly tortuous and slightly calcified. To conduct pre-dilatation, the 2.5x15mm firestar balloon was sued. While inflating the balloon at 12atm for around 30 seconds, the physician confirmed contrast medium leakage from the balloon and so balloon rupture was confirmed. Then, a different balloon (ryujin plus: 2.5x15mm) was inflated instead, but that balloon also ruptured. Therefore, another balloon (sprinter: 3.0x15mm) was used instead and the procedure was safely finished with the implant of two cyphers. The procedure was safely finished. There was no pt injury reported. The product was clinically used and will not be retuned for the analysis because, the product was mistakenly discarded by hospital.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.